Manufacturer narrative:
(B)(4). The system error 2240 alarm was due to a loose connection resulting in a disconnection. This situation can result in an introduction of air into the disposable set and is a known cause of system error 2240 alarms. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 4. The home patient (hp) became disconnected from the set-up. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc to clear it. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.